Event description:
It was reported when the device was used during an ultra low anterior resection procedure, following the firing, betadine was flushed into the rectum to test the status of the anastamosis. Betadine was seen to leak through the staple line on the posterior aspect of the rectum. A proctoscope was used to inspect the staple line transanally. The anastamosis appeared to have no staples in sight on about 25% of the posterior rectal wall, which required oversewing with four sutures, due to the ultra low anastomosis. This extended the procedure for two hours. There was no reported pt consequence.